Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.